Manufacturer narrative:
The following were erroneously excluded in the follow up report sent on 12/17/2018: to answer "yes" to the question, device available for evaluation?, to select box for "is device returned to manufacturer?" And to fill date of 11/17/2018, for "date device returned to manufacturer." (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, mentor became aware that the correct suspect medical device was a mentor smooth round moderate plus profile 350cc saline catalog: 3502350, lot: 5688946. On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline, catalog: 3502350, lot: 5688946 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast prostheses. Deflation of the right breast prosthesis was reported. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 6/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).